Event description:
As per pss case: unstable r total humerus, shoulder hemiarthroplasty. Want to convert stryker mrs total humerus hemiarthroplasty to a reverse without removing well fixed total elbow distally. S/p r total humerus replacement for bone sarcoma in 2006. Did very well until roughly 6 months ago started to have instability of shoulder hemiarthroplasty.